Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03504. It was reported the patient experienced a loss of therapy due to lead migration. Migration was confirmed by x-ray. Surgical intervention took place on (B)(6) 2021 wherein the leads were pulled back to the original location. Therapy was restored.